Event description:
A report was received that the patient's precision system was explanted due to infection caused by the removal of skin cancer and the leads being exposed following a non-device related fall. The device was working properly prior to explant. The patient was placed on oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.